Manufacturer narrative:
Event description: (-6.50/15.088) should be changed to: -6.5/1.5/088 in initial MDR. Result code 114 should be added to supplemental MDR #1. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found foreign residue on the lens and the lens was in two pieces. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a vticm5_12.1, -6.50/15.088 (sphere/cylinder/axis), implantable collamer lens tore during injection into the patient's left eye (os). There was patient contact (lens touched the eye) with no patient injury, the lens was removed during the same surgery. The exchange lens was implanted on (B)(6) 2019. Reporter states "second lens procedure went off well and patient is happy". Problem resolved.